Event description:
Patient received substantitally lower blood sugar results when they used excel off brand reagent. They stated that they were having problems with the elite system reading in the 112-190 mg/dl range when they used the excel reagent. At the time patient's blood sugar was in the 20-30 mg/dl range. While on the phone a review of the system was attempted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Also the customer did not have the requisite supplies with them to evaluate the system.